Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported a "physical therapist walking a pt and it came loose with blood running out on the floor." Presumed to mean the male luer came loose and blood leaked. No pt harm or medical intervention was reported. No further pt/event info was provided.